Manufacturer narrative:
Evaluation results: bec field service engineer (fse) found an obstruction in the ion selective electrode drain and removed the obstruction. The fse verified performance. To date, customer has not contacted bec regarding any further reference noise issue or sample reference drift issue.

Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) that they were getting electrolyte "reference drift" and electrolyte "reference noise" from the unicel dxc 800 synchron system (dxc 800). Bec customer technical specialist (cts) asked the customer to pull up the ion selective electrode module and perform a couple of primes. Customer reported that the flowcell drain was overflowing. The cts advised the customer to rerun the samples on their back up analyzer to ensure that no erroneous results were generated. On (B)(6) 2011, customer reported to bec that the dxc 800 generated erroneous na and cl results for three patient samples. The results were reported outside the laboratory. When the issue was noticed, the samples were rerun on the other dxc in the laboratory and the results were amended. The customer reported that they have not received notification that patient treatment was changed based on the erroneous results. There was no report of adverse event or injury requiring medical intervention or patient treatment